Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ pegasus pnk 20gax1.16in dual prn y nopvc had a retraction issue. No serious injury or medical intervention was reported.

Event description:
It was reported that bd pegasus pnk 20gax1.16in dual prn y nopvc had a retraction issue. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 7109311. Our records show the reported lot was manufactured from 05/02/2017 - 05/05/2017, and it was determined that this is the only instance of a difficult needle penetration occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our review of the returned sample, was unable to identify any abnormalities in the retraction force required to withdraw the cannula of the returned device. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review; bd will continue to track and trend for this issue.